Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Estimated dates: date of death, date of event, date of implant. The UDI # could not be provided because the part and lot numbers were not reported. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Additionally, a cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The adverse patient effects and device malfunctions referenced are being filed under separate medwatch report #s. The vision and absolute stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported through a research article identifying supera, absolute, and vision stents that may be related to the following: death, restenosis, target vessel/limb revascularization, stent fracture, stent elongation, and stent compression. Details are listed in the attached article, titled, "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry".